Event description:
The customer reported that the touchscreen was not working. There was no patient involvement when the issue was found, no patient or user harm reported. The customer reported that the touchscreen was not working. The customer was provided with the part ID for a replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.